Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) lost stimulation. A diagnostic test found high impedance measurements. Surgical intervention was undertaken for further interrogation. Intraoperative testing confirmed the previously observed impedance issues. As such, the lead was explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.